Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence; gastrointestinal/ pelvic floor the patient stated she was extremely upset and said that receiving the interstim was ¿the worst medical decision I have ever made.¿ she reported that she was misdiagnosed, she believes that if she had been properly evaluated, it would have been clear that she was not an appropriate candidate for interstim therapy. She feels this is both the doctor¿s fault as well as medtronic¿s. - she stated the device ¿never worked¿ and that she subsequently required three additional surgeries because the leads ¿never laid right.¿ despite these procedures, she reported no improvement in her condition. She has since seen a different physician who pursued an alternative treatment that she reports has helped her symptoms. The patient expressed ongoing frustration and fear related to the implant. She stated she is unable to undergo MRI scans and is afraid to have the device removed due to concerns about scar tissue. She also reported significant financial burden, stating she has paid thousands of dollars related to the therapy and subsequent care. They stated that whenever she receives or sees medtronic-related messages on social media, she shares her experience publicly and tells others that interstim was the worst medical decision she ever made. She expressed strong negative feelings toward both the physician and medtronic, stating she feels they are responsible for her outcome and that she strongly discourages anyone from receiving interstim therapy. She also recorded our call

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1tb8t); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.